Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tooth of the blade safety was broken. Functional testing found that the "tooth" feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of "handle-a" as intended. Next, with the device handles and jaws fully closed, the device trigger was tested. It was not possible to cycle the trigger nor possible to deploy the knife blade. This is due to the blade-safety mechanism remaining engaged, due to the lack of the blade-safety ¿tooth¿ feature. It was theorized that twisting/applying torque to the handles and breaking the safety's tooth when the handles return to the natural position was the most likely cause. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point as observed in the field complaint devices, in attempt to fracture/break the feature. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the "tooth". Rather, the feature bent in a ductile manner and remained fully attached to the main component. The device has been brought to the attention of manufacturing for review and at this time, the root cause has not been determined for the fractured component. It was reported that the device component was disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device insulation was damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a uterine adnexectomy procedure, the plastic on the tip of the handpiece was damaged and detached. Part fell on patient's cavity but was able to be removed without any additional interventions such as x-ray. A new handpiece was used and it worked fine. There was no patient injury.